Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a 36mm head was implanted with a 32mm liner. Discovery was made when patient was in the recovery room, the patient was brought back to the operating room. The provided implant sheet was reviewed and confirmed that the reported device a trident 10 deg x3 insert 32d cat#: 723-10-32d, lot#: a129j7 was implanted in the patient with a delta v-40 ceramic head 36/0 cat#: 6570-0-136, lot#: 20416252. The trident acetabular system hemispherical surgical protocol, reference number triden-sp-2_rev-5_33040 indicates: "select the appropriate corresponding v40 or c-taper femoral head size and place it onto the dry trunnion of the femoral stem with a slight twist. Impact the head with two moderate blows using the stem head impactor." The reported event is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, left hip. It was reported that a 36mm biolox head was implanted with a 32d 10° liner. Discovery was made when patient was in the recovery room. Patient was brought back to the or and the femoral head was revised to a 32mm head and sleeve (the liner was not revised). Rep confirmed that no further information will be released by the hospital or surgeon.